Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, there was no blood from the marker lumen to indicate the device was in the vessel. The device was removed, re-flushed and re-introduced into the vessel; however, no blood from the marker lumen was present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.